Manufacturer narrative:
The drills were measured and was conforming with print specification. The device history record review found no related non-conformances and the documentation shows no evidence of abnormalities. Root cause is unknown. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported during a procedure using the arcus staple system the drill bit got stuck in the drill guide twice. The first time the drill bit broke off inside the guide while the surgeon was trying to remove the stuck drill bit from the guide. The second time with new instrumentation from a new kit that was opened, a similar situation occurred, however the second time the surgeon was able to remove the drill bit and get the arcus staple implanted. No delay in surgery. No impact on patient.